Event description:
It was reported that an ilet device experienced a cracked touchscreen that rendered the screen unresponsive, the device nonfunctional, and required replacement; the damage circumstances were unknown, and the device component implicated was the touchscreen with a device problem of fracture. Customer care provided support that included communication with the user and device replacement logistics. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture of the display component. No clinical signs, or symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.